Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture, exhibited no capture, high and undefined impedance and reproducible noise. The ra lad was removed and replaced. No patient complications have been reported as a result of this event.